Manufacturer narrative:
The insulin pump was received with unresponsive buttons at escape, act, up and down due to unlocked j2 lcd keypad connector during visual inspection. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. The insulin pump was monitored for several days and no unexpected failed battery alarm anomalies noted. The insulin pump had minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her health care professional was concerned that the buttons on the insulin pump were hard to press. Customer's blood glucose level was 221 mg/dl. The insulin pump kept alarming failed battery test. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.